Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic. Upon review, right atrial lead noise due to oversensing causing inappropriate auto mode switch episodes were noted. Increased capture thresholds which did not result in pacing inhibition were observed. The lead was explanted on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead measuring 43.3/45.0 cm (outer insulation/outer coil, inner insulation, and inner coil) from the distal tip was returned for analysis. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 2.2 cm to 2.5 cm from the distal tip.t he outer insulation was cut at 27.9 cm and 33.1 cm from the distal tip. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 28.9 cm to 30.0 cm from the distal tip. External insulation abrasion exposing the outer coil caused by friction to can was noted at 37.2 cm to 37.3 cm from the distal tip. The etfe coating was intact at these locations. This is consistent with the observation from the field of noise and increased capture threshold.